Event description:
It was reported that the patient had 3 hours of non-consecutive seizures alternating seizures and short periods without seizures without response to magnet. The device was noted to be at ifi on (B)(6); however, current battery status is unknown. Physician has adjusted medication in response to the seizures. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.